Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 338 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent.

Manufacturer narrative:
The device was received fully deployed. The investigation found no bends, kinks or damages to the soft cannula. The pod data shows the device generated an 0x1c alarm, indicating pump has reached the pump expiration time. This is a safety feature not a malfunction and the device is confirmed to have operated for 80 hours. The pod data shows no evidence of struggle in the drive mechanism that would indicate that the device was occluded by bends or damage at the time of the event. The adhesive welds were observed to me misaligned indicating that the adhesive pad was incorrectly installed. The observed defect would have no effect on the reported event.